Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture confirmed by ultrasound. Device was explanted and replaced with non allergan device.

Event description:
Healthcare professional reported left side rupture confirmed by ultrasound. Device was explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening sharp on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: crease fold observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Cont. H.6. Health effect f1905 device revision or replacement. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported bilateral rupture confirmed by ultrasound. Device was explanted and replaced with non allergan device. Record relates to the left side.